Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it shows patient does not cross to the server. A field service engineer found that there was a temporary interruption in communication and confirmed that the communications were current and processed upon investigation. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system patient not crossing to server, prevented the user from removing the medication. The customer stated that there was a delay in accessing medication and confirmed no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigating the actual device used in this incident, it was determined that there was a temporary interruption in communication. A technical support specialist confirmed that the communications were current and processing. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system patient not crossing to server, prevented the user from removing the medication. The customer stated that there was a delay in accessing medication and confirmed no patient harm. There were no adverse events or injuries reported based on this event.